Event description:
It was reported that heparin was bolused and went too fast into a patient. The heparin was set to run at 8.4 ml/hour but it did not infuse at this rate. Patient harm is unknown. Although requested, further information not provided.

Manufacturer narrative:
The reported issue that the lvp(large volume pump) module overinfusion- heparin could not be confirmed as no product or device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of 21nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported that heparin was bolused and went too fast into a patient. The heparin was set to run at 8.4 ml/hour but it did not infuse at this rate. Patient harm is unknown. Although requested, further information not provided.